Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was inappropriately withheld for an episode of ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.